Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance measurements in bipolar mode and during a capture test, a loss of capture was noted at high output. The lead also exhibited loss of sensing and crosstalk was also noted. The lead was reprogrammed to unipolar pacing and impedance measurements were stable along with capture threshold and r waves measurements. The patient was seen in clinic a week later and the lead performance remained stable under unipolar programming. The asymptomatic patient would continue to be monitored.

Manufacturer narrative:
Final analysis found only the connector portion of the lead was returned. The damage found was consistent with occurring during the explant procedure, otherwise normal lead function was noted.

Event description:
New information received on (B)(6) 2018 noted that the lead was explanted for unknown reasons. No patient symptoms or additional information was reported.